Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the implantable cardioverter defibrillator system. No vegetation was noted. The patient was in stable condition.